Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called in to report that the insulin pump alarmed during priming process. Insulin squirted out during the manual priming process. During troubleshooting, it was found that the drive support cap was loose. Customer's blood glucose level was 46 ml/dl at time of reporting. Advised customer that insulin pump would be replaced. Nothing further reported.

Manufacturer narrative:
Unable to prime insulin pump during the prime test due to a protruded/loose drive support disk. Cracks to the case, reservoir tube lip, battery tube threads, a scratched lcd window, broken belt clip slot and missing end cap sticker also noted.